Manufacturer narrative:
(B)(4). Exact day is unknown however surgeon was performing surgeries on thursday (B)(6) 2015 and he spoke with abbott on the (B)(6) 2015. (B)(4). On (B)(6) 2015, during the morning prior to the event, clinical did surgery support and surgeon increased the size of capsulorhexis to 5.5 mm. Surgeon performed 3 cases with no issues that morning with no complications. During clinical visit, it was observed and noticed the surgeon employs much care to prevent this from happening. No issues found with equipment. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that during cortical clean-up the anterior capsule developed a small extension (tear). Surgeon mentioned that all of his capsulotomies are "free floating" and look good until he starts to phaco and that capsule is weak after catalys causing higher rate of radial tears compared to manual capsulorhexis. This patient had a capsular tear around.

Manufacturer narrative:
Additional information: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.